Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional indicated that the device was not currently in use.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient had an MRI. The caller stated that per the patient their device was no longer running. The caller had no further details about what that meant or when this event started to occur. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.